Event description:
It was reported that the patient presented to the emergency room "coding," because the right ventricular (rv) lead was not capturing. The patient was taken emergently for a device system upgrade. The rv lead was cut and abandoned. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.